Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 2 of 4 on the home choice (hc). The technical service representative (tsr) explained that the there should be no unused line open and there wasn't. The home patient (hp) did not disconnect and there were no leaks. The hp cycled the power to the se 2367 and the tsr assisted to retrieve the cassette. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Upon completion of baxter's investigation or if additional information becomes available, a follow up MDR will be submitted.